Event description:
It was reported by the rep that (1) hp052 handpiece just stopped working. A new blade was pulled and the blade was replaced with change in performance. The test tip was also used. A new handpiece was pulled to complete the procedure. There was no consequence to pt.